Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant, there was an anomaly of the impedance and when the lead was extracted and checked, it was noted the lead tip was bent. No factors were known to have led or contributed to the issue. A new lead was opened and an impedance check was performed. The issue resolved.

Manufacturer narrative:
Analysis of the lead determined the distal end was bent due to overstressed/damage. Analysis of the stylet determined the wire was bent. Method/result/conclusion codes are related to the lead and the stylet. If information is provided in the future, a supplemental report will be issued.